Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7019701. Medical device expiration date: 2019-12-31. Device manufacture date: 2017-01-20. Medical device lot #: 7121759. Medical device expiration date: 2020-04-30. Device manufacture date: 2017-05-03. Medical device lot #: 7320999. Medical device expiration date: 2020-10-31. Device manufacture date: 2017-11-16. Medical device lot #: 7268976. Medical device expiration date: 2020-08-31. Device manufacture date: 2017-09-25. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had a sterility breach. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had a sterility breach. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: two photos were submitted for review. DHR review was performed on the lot numbers: 7019701: the lot number was built on afa line 6 from 23jan2017 thru 27jan2017. Packaged on packaging line 11 from 30jan 2017 thru 31jan2017, 07mar2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two qns (B)(4) for suspect wrinkled seal was initiated during the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir 7121759: the lot number was built on afa line 9 from 06may2017 thru 11may2017. Packaged on packaging line 11 from 11may2017 thru 12may2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. 7320999: the lot number was built on afa line 9 from 26nov2017 thru 30nov2017. Packaged on packaging line 11 from 06dec2017 thru 07dec2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. 7268976: the lot number was built on afa line 9 from 30sept2017 thru 04oct2017. Packaged on packaging line 11 from 06oct2017 thru 07oct2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. The product characteristics require a minimum of 1/8¿ seal transfer. The key variables that affect seal strength are: seal transfer/width and paper top web glue. Per the photo submitted for evaluation; these variables could not be evaluated. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA 48637 was opened to investigate the package seal integrity complaints and implement corrective actions. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed.